Manufacturer narrative:
Additional information: date of occurrence and date of (implant) surgery estimated based on information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent and iritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent procedure, the surgeon was unable to visualize the stent on early post-op, and the surgeon believed that the stent had dislodged. Reportedly, the surgeon experienced intraoperative difficulties during implantation. The patient was subsequently referred to a retina specialist who observed a retina tear that had healed (believed to be unrelated to the stent) and possibly mild iritis. The patient was reported as ¿doing well¿. Additional information is being requested.